Manufacturer narrative:
Additional information: b5, d10 (date is ni), h4, h6 (update codes), h11. B5: the device was filled with 5-fluorouracil and sodium chloride 0.9%. H4: the lot was manufactured may 29-30, 2025. H11: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The sample was found to be conforming product. The reported condition was not verified on the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor overinfused during infusion. The expected therapy time was 24 hours, but the pump infused in 15 hours instead. There was no report of patient injury or medical intervention associated with this event. No additional information is available.